Event description:
I was trying to use top notch nutrition ketone test strips (company name is top notch nutrition), bought from (B)(6) (asin:(B)(4)) (upc: (B)(4)), and noticed the quality was not only horrible, but it registered a color of gray on the test pad, which is not even on the bottle's color chart. The product was defective upon unsealing it. Upon doing some research, it appears this product is manufactured in (B)(6) and travels all the way to the USA to be sold on (B)(6). My concern is that top notch nutrition: is selling this ketone test strip as an otc product without a u.s. FDA 510(k) clearance, I search the FDA website and could not find their 510(k) clearance; is not listed on the FDA website as a private labeler of this product (or any of their products for that matter); does not have a registered UDI number with the u.s FDA for this product or any products sold on (B)(6). I am asking you to verify this info about top notch nutrition not having an otc authorization with a u.s. FDA 510(k) clearance to sell this product on (B)(6). My concern is that (B)(6) mfrs can and do fabricate certifications, so if top notch nutrition does produce a 510(k) number, that you would do some due diligence and contact the president of that MFR of the 510(k) and verify they do, indeed, represent this company top notch nutrition with their 510(k). The quality of this product would indicate it does not have a 510(k). Additionally, I am requesting you verify that top notch nutrition has not registered with the FDA as a private labeler or having a UDI number - for this product, or any of their products under their brand name and company name of top notch nutrition. If this proves to be true, I do ask you take appropriate action against this company on (B)(6) ((B)(6) is listing and facilitating the sale of top notch nutrition ketone strips) and all other marketplaces. My concern is, given a consumer's diabetic condition, urine ketone values on this test strip might be misrepresented. I feel the consumer should know this is a cheap (B)(6)-made product being sold to unsuspecting consumers who might make medical decisions based on these top notch nutrition ketone test strips. Only use ketone test strips to monitor my diet and health. Thank you.